Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 14.4 mmol/l. Customer¿s current blood glucose is 9.8 mmol/l. The customer did experience any symptoms as a result of high blood glucose such as abdominal pain, dey mouth, difficulty in breathing. The customer treated with the manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.